Event description:
The patient called lfs alleging the their surestep enhanced meter would power off during use. The patient had replaced the meter and the meter would still power off during use. The patient in turn decided to go to the ER to have blood work performed. The patient did not have any symptoms during the time of concern. No treatment was administered. The patient neither alleged harm nor experience injury or medical intervention. The customer service representative confirmed that the batteries were correctly installed, the battery compartment is in good condition, and the battery was less than 1 year old. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.